Event description:
The nurse reported flat anterior chambers. Add'l info was requested on the event and pt status with no response to date. The patient impact is unknown.

Manufacturer narrative:
The facility cancelled the service request. The customer stated the scrub tech fixed the issue. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).